Event description:
Customer reported a malfunction on the pump, identified as malf 16- 0x20e6. There was no adverse impact to the customer¿s blood glucose level. The pump was replaced to resolve the issue, and the customer had no backup insulin therapy available, and stated they will reach out to their healthcare provider (hcp).